Event description:
According to the reporter, during the robotic distal pancreatectomy procedure, after firing across the splenic vein, splenic artery, and pancreatic, once the knife blade reached the end of the reload, signifying the completion of firing, and continued to hold down on the firing button, the reload articulated to max articulation on the left hand side. It kicked slightly if the reload was not articulated, but if the reload was articulated and held down on the firing button after the knife blade reached the end of the reload, the reload will automatically articulate completely to the left or articulate at 90 degrees. It was noted that there was no intervention done or required. There was no patient injury.

Manufacturer narrative:
D10 concomitant products: egia60amt, egia60amt egia 60 artic med thick sulu, (lot #n4e1929y) sig45ctavm, tri 2.0 sig45ctavm 45 CT vsclr med 12mm, (lot #n4f2140y) sigadaptxl, sig power sigadaptxl linear xl adapter, (sn: unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.